Event description:
End user reports circumferential redness under the hydrocolloid tape collar of her moldable stomahesive esteem synergy skin barrier. She does experience itching from the area.

Manufacturer narrative:
Based on the available information, this event is deemed serious injury. The end user was instructed to cut the hydrocolloid tape collar off of her skin barrier until samples are received. The end user was instructed on crusting with stomahesive powder and protective barrier spray. Esteem synergy moldable convex skin barrier with acrylic collar was recommended to the end user. No additional event/patient details have been provided to date. Should additional information become available, a follow up report will be submitted.